Event description:
It was reported that the right ventricular (rv) lead had high and increasing impedance, oversensing issues, capture issues and changed polarity to unipolar. It was noted that the patient had atrial fibrillation with random ventricular response. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.